Event description:
It was reported that a novum iq large volume pump over infused heparin (parameters provided rate 55.7ml/hr; volume to be infused 475ml) during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g3: the correct aware date is 2/25/2025 and not 2/28/2025 that was reported in the initial MDR. Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.